Manufacturer narrative:
(B)(6). The actual device was returned and is currently pending evaluation. Once reliability engineering evaluates the device, a follow-up medwatch will be submitted. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 1 of 2 for the same event. It was reported from (B)(6) that during a tooth extraction surgical procedure, it was observed that the electric pen drive device appeared to have insufficient power and torque to cut the tooth effectively when in use with the console device. It was reported that a burr device was being used with the devices. It was not reported if there any delays to the surgical procedure. A spare device was available for use to complete the surgery successfully. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition that the electric pen drive had insufficient power and torque to cut could not be confirmed. Therefore, an assignable root cause could not be determined. However, during evaluation it was found that the device ran in reverse in all positions even when cable was unlocked. It was also found that the device ran in the forward direction only when using the test switch for the console. It was further noted that an unknown liquid was found inside the unit, and the electric motor and electronic control unit assembly were bad. The assignable root cause was determined to be due to improper cleaning/care and immersion, which is failure to follow directions for use. This is further defined as misuse, abuse, and possible user error. If additional information should become available, a supplemental medwatch report will be submitted accordingly.